Event description:
Leica biosystem rec'd a complaint regarding notification of drain time out error code "130" cor bottle 3. A leica field svc engineer (fse) attended the laboratory on (B)(4) 2015 in order to investigate the circumstances involved in this complaint. The fse reported that error code "130", which was the subject of the complaint, was not generated during on-site assessment of the instrument operation and function; that the liquid level sensor(s) in retort b "needed cleaning" and that the qual of tissue processing had been adversely impacted by the circumstances involved in this complaint. Investigation of circumstances involved in this incident by leica biosystem is in progress.